Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], heavy long periods [prolonged heavy periods] , back pain [back pain] , hip pain [pain in hip] , vascular problems [vascular disorder] , focal adenomyosis [adenomyosis uteri] , pelvic congestion syndrome [pelvic congestion syndrome] , skin issues such as reactions to nearly everything [skin reaction] , sinus [allergic sinusitis] , head problems [head discomfort] . Case narrative: the below report was received by health authority mhra (reference number:(B)(4) on 13-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy long periods"), back pain ("back pain"), arthralgia ("hip pain"), angiopathy ("vascular problems"), adenomyosis (" focal adenomyosis "), pelvic congestion ("pelvic congestion syndrome"), skin reaction ("skin issues such as reactions to nearly everything"), allergic sinusitis ("sinus") and head discomfort ("head problems"). The patient was treated with surgery and non-drug therapy (stent being put in). At the time of the report, none of the events had resolved. The reporter considered adenomyosis, allergic sinusitis, angiopathy, arthralgia, back pain, head discomfort, heavy menstrual bleeding, pelvic congestion, pelvic pain and skin reaction to be related to essure administration. The reporter commented: I had an essure implant placed for sterilisation in 2014 the past 12 years I have had on going heavy long periods, back, hip and pelvic pain. Vascular problems leading to a stent being put in. Focal adenomyosis and pelvic congestion syndrome also due to the implant. Skin issues such as reactions to nearly everything. Sinus and head problems. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.